Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process.

Event description:
The customer reported (B)(6) result rates while using architect anti-hbs reagents. The following data was provided for the patient. Sid (B)(6) (tested (B)(6) 2017) (B)(6). Previous results for the patient were provided: sid (B)(6) initial (tested (B)(6) , 2017) (B)(6), repeat (tested (B)(6) 2017) (B)(6). Sid (B)(6) (tested (B)(6) 2017) (B)(6). (B)(6) load was high in (B)(6) 2017 (B)(6). The customer stated the patient did not have a past (B)(6) infection or vaccination for (B)(6). The patient was pregnant when the first test was completed in (B)(6) 2017 and the baby was born in early (B)(6) 2017. Results were for the mother and no results for the baby were provided and the customer did not (B)(6) results for the baby. No impact to patient management was reported and no adverse impact to patient care was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned and no patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. The diagnosis and treatment of the patient was not provided and the customer stated the patient did not have a past (B)(6) or vaccination for (B)(6). However, given the (B)(6) and (B)(6) results for the patient and the (B)(6) results for the patient, it is possible the patient may be chronically (B)(6), as the coexistence of (B)(6) in patients with (B)(6) is possible. Therefore, a definitive cause for the (B)(6) results could not be determined. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.